Event description:
The manufacturer received information alleging a ventilator was not reaching the set pressure. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's system board, internal battery and oxygen blending module board were replaced to address the issues. The device failed a step during testing. The flow straightener in the oxygen blending module flow element was found to be heavily contaminated with dust and dirt. The device's flow element was replaced to address the issue.